Manufacturer narrative:
The customer reported to have replaced the blower assembly and the motor controller printed circuit board assembly (pcba). The unit was then reported to have been repaired and returned to service. No other anomaly was reported.

Event description:
The customer reported a ventilator experienced a high blower alarm during therapy set up. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue via the 1122 error found in the significant event log. The reported issue, however, was not able to be reproduced. The customer reported to have ordered the parts. The parts that were recommended were the blower assembly and the motor controller printed circuit board assembly. Further information is pending.